Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had foreign matter inside the barrel. This was discovered during use. The following information was provided by the initial reporter: material no: 328466 batch no: 8344519 it was reported that the customer was seeing "condensation" inside barrel, next to stopper. He stated, there was a strong smell coming from the syringe adding his 'blood sugar" has been high because of the "condensation" inside the barrel. A consumer reported seeing "condensation" inside barrel, next to stopper. Stated, there was a strong smell coming from the syringe. Stated, his 'blood sugar" has been high because of the "condensation" inside the barrel. Has not seen a doctor for "high blood sugar". Pharmacist stated, she did see a "slight bit" of liquid inside barrel of syringe but she explained to consumer, it may be the medical grade silicon and it should not affect his blood sugar. Pharmacist replaced 250 syringes for consumer.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8344519. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had foreign matter inside the barrel. This was discovered during use. The following information was provided by the initial reporter: material no: 328466 batch no: 8344519. It was reported that the customer was seeing "condensation" inside barrel, next to stopper. He stated, there was a strong smell coming from the syringe adding his 'blood sugar" has been high because of the "condensation" inside the barrel. A consumer reported seeing "condensation" inside barrel, next to stopper. Stated, there was a strong smell coming from the syringe. Stated, his 'blood sugar" has been high because of the "condensation" inside the barrel. Has not seen a doctor for "high blood sugar". Pharmacist stated, she did see a "slight bit" of liquid inside barrel of syringe but she explained to consumer, it may be the medical grade silicon and it should not affect his blood sugar. Pharmacist replaced 250 syringes for consumer.